Event description:
When the lina loop was used the wire tip seemed to disintegrate.

Manufacturer narrative:
Returned product was returned in 2 pieces. Almost entire product and small burned part of the loop packed in a cup. Returned loop was bent and burned at the ends. When trying to match both pieces, it came out that it has to be bent with usage of additional tool. Pieces of loop under microscope show, that the loop has been probably squeezed and twisted, which caused short circuit and loop came apart. Under microscopic examination there was evidence that the device was bent and twisted excessively by means of a grasping device. An electrical short circuit was also found which was caused by touching the wire loop with another steel instrument, which leads the loop's breakage. Returned product has visible signs of damages, which have been caused by touching the loop with an additional instrument. According to the IFU the uterus manipulator should be removed before activating the loop and only uterus manipulators made of non-conducting material can be used with the lina gold loop. Additionally the IFU states that the device should not be used when it's bent, twisted, malformed, or does not unfold completely to the original rhomboid design.